Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused particles in the lungs and death. The patient did report receiving medical intervention and was taken to the hospital. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a CPAP device's sound abatement foam became degraded and caused particles in the lungs and death. The patient did report receiving medical intervention and was taken to the hospital. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.